Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 60 day timeframe. The physician plans to discuss replacement with the patient at the next in clinic follow up. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.